Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high blood glucose of 500 mg/dl on friday. Customer stated that she thinks that she didn't bolus enough for her meal. Customer's blood glucose is 126 mg/dl. Troubleshooting was performed and the customer stated that she has a back-up plan. Customer stated that the drive support cap appears normal. Customer was assisted with performing the high pressure test. Customer stated that the pump passed the test. Customer was advised that the insulin pump was working as designed. Customer was advised to do a complete set change and was assisted with resetting the fixed prime.